Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had developed a lead fracture and triggered an alert for out-of-range/high rv tip-to-rv coil pacing impedance and out-of-range/high superior vena cava (svc) defibrillation coil and rv defibrillation coil impedance. Additionally, the right atrial (ra) lead had triggered an alert for high thresholds. A lead revision will be scheduled, and the patient will be recommended for a laser lead extraction. Both leads currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited an impedance spike in the rv defibrillation coil impedance and the superior vena cava (svc) defibrillation coil impedance post a coronary artery bypass graft (CABG) procedure. The rv lead has been capped and replaced. Additionally, the right atrial (ra) lead was extracted and replaced due to potential damage caused during rv lead extraction. No patient complications have been reported as a result of this event.